Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the balloon catheter and guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to advance/position the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery device, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the guide wire from the balloon catheter. It is possible that during the procedure, the balloon catheter guide wire lumen became damaged causing the devices to get stuck together resulting in the difficulty to remove; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An ht balanced middle weight (bmw) universal ii guide wire (gw) was advanced to the target lesion and an unknown balloon catheter was advanced over the gw to the target lesion. The bmw guide wire and the unknown balloon catheter became stuck together for unknown reasons and had to be removed from the anatomy as a single unit. Another guide wire and balloon were used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.